Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The cause of the low drain volume alarm with the presence of air was undetermined. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The caregiver contacted baxter's technical service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during use during the initial drain. The caregiver (cg) stated that there is an inch long gap of air in the patient line. The baxter technical service representative (tsr) recommended that cg end therapy and start over with new supplies. There was patient involvement at the time of this reported problem. Follow up with the caregiver revealed that the proper procedures were being followed. No injuries had occurred. The sample and lot were not available for investigation purposes.